Event description:
It was reported that the pump experienced "air detector error." The customer stated that during preventive maintenance testing, the pump would alarm "air-in-line!" When there were no air bubbles in the IV set. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Eval could not reproduce the reported symptom; however, eval did find cracks in the connector tail of the upstream sensor assembly, which will cause nuisance "air-in-line" alarms. The device was determined to not be within specification in relation to the reported symptom. The upstream sensor assembly was replaced.